Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried unsuccessfully to insert the catheter over it. The catheter could not be advanced and as a result, was exchanged with a new one. There were no reported patient complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and two swg's were returned. The returned .858 and .861 mm diameter swg's were inserted into the distal end of the catheter, but would not pass through the juncture hub. The swg's were then inserted into the distal extension line and again would not pass through the juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since evaluation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.